Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event, damaged video connector socket. The visual inspection stated the glass on module inside the video camerahead connector was checked. Error found on digital communication circuit. Will need to replace rx module. Recommend using test module to confirm that is the only part damaged. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the video connector socket is damaged. This was identified during preparation for use before an unknown procedure. No patient harm or injury was reported.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event, damaged video connector socket. The visual inspection stated the glass on module inside the video camerahead connector was checked. Error found on digital communication circuit. Will need to replace rx module. Recommend using test module to confirm that is the only part damaged. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the video connector socket is damaged. This was identified during preparation for use before an unknown procedure. No patient harm or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.